Event description:
It was reported that the patient had pain at the pocket site. The device and leads were explanted and another chronic abdominally implanted system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 4092-58, implantable pacing lead, (B)(6) 2011; 4592-53; implantable pacing lead; (B)(6) 2011; a4dr01pf, implantable pulse generator, (B)(6) 2013; 4951u3501 x2, implantable pacing leads, (B)(6) 2004. (B)(4).